Manufacturer narrative:
As reported, patient underwent a procedure with the implant of a 3dmax mid mesh and post implant experienced a delayed surgical site infection, pus discharge and underwent wound cleaning and was administered antibiotics. Postoperative infection is a clinically understood potential complication of surgery/use of the device. The instructions-for-use provided with the device, identifies infection as a possible complication and states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." The degree to which the implant used to treat the patient, may have caused, or contributed to the patient¿s postoperative course is unknown. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent a procedure with the implant of a 3dmax mesh (date of implant is unknown). As reported several months post implant a delayed infection was noted. There is pus discharge and the wound is being treated by cleaning of the ssi site and antibiotic administration.